Event description:
New information notes that the lead was explanted due to capture and sensing anomalies.

Manufacturer narrative:
A complete lead was returned for analysis in two segments. External insulation abrasion exposing the outer coil due to friction to device can was noted at 2.9 cm - 3.6 cm from the distal tip, consistent with lead friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.